Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt alleged injury. Pelvisoft was reported to be used/implanted during this procedure.